Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use current cartridge and declined additional assistance from tandem customer technical support regarding the issue. Customer¿s blood glucose level was 279 mg/dl.